Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's auto escalate was unable to reach the next set energy. Complainant indicated that the clinician continued using the device and the eighth shock delivered the set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing, defib/pacer stress testing, bench handling, and defib cycling. Without duplicating the report. The device was recertified and returned to the customer. Review of the device logs indicated the device was turned on in manual mode. The device detected pads on message after 1 minute to the case. The user manually performed charge/shock operation 9 times. The first attempt was 120j, the next 7 attempts were on 150j and the 9th was 200j. The device would disable auto escalation configuration if the energy selection was changed manually before the delivery of any shock. X-series logs do not record any button presses, so we could not confirm if the energy up/down button was pressed or not, between shocks. No trend is associated with reports of this type.